Event description:
Study event. Device malfunction: stent moved proximately during deployment. Symptoms/ae: headache, subarachnoid hemorrhage. Time of symptoms/ae: during the carotid procedure. It was reported that after the acculink stent was across the stenosis in the right internal carotid artery, a follow-up arteriogram showed it to be completely occlusive. In firing the stent, there was some difficulty pulling the sheath back because of the tightness and tortuosity of the vessel and because of this the stent came back proximally a little bit, missing some of the distal end of the lesion but deployed satisfactory in the mid and proximal lesion and in the common carotid. A second stent was placed. It was indicated that the patient had experienced a little spasm distally where the filter was, but the filter was patent. The filter basket was recovered without difficulty and a follow-up arteriogram still showed a small residue spasm. The patient began complaining of a headache at the end of the procedure. A CT scan showed a bilateral subarachnoid hemorrhage. Level of conscious changed overnight and the subarachnoid hemorrhage extended. The patient was intubated, ventilated, ventriculostomy was inserted by neurosurgery. The condition is reported to be continuing and worsened. No additional information available.